Event description:
The customer reported that the optical switch was not working on the device. There was no pt involvement.

Manufacturer narrative:
(B)(4). Philips evaluated the device and resolved the issue by replacing the energy select switch.